Event description:
Event description guidant received information that this cardiac resynchronization therapy (crt-d) defibrillator was removed following a patient death. It was returned to guidant with no allegation. This event was created due to the initial analysis on the device.